Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system failed the mechanical test. It was found that there was no power to the mobile view station (mvs). Replaced power cord and tested system. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported on behalf of the site that the imaging system's mobile view station (mvs) was not receiving power when finishing up a procedure. There was no reported delay to the procedure due to this issue. There was known no impact on patient outcome. No further details were provided.

Manufacturer narrative:
The mobile view station (mvs) power cord was returned to the manufacturer for analysis. Issue was able to duplicated. Power cord failed continuity testing. One of the wires in the power cord is broken internally causing an open, no power. All visible wires have insulation intact. No conductive surfaces are exposed. The hardware investigation found that reported event was related to an open, damaged mvs power cable. Electrical failure mode.